Event description:
It was reported the bottom case was broken. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the lower case was broken. It was also noted that the upper case, side bail covers, ring cover and battery drawer were broken, and the lead flex cover was contaminated.